Manufacturer narrative:
The device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. The device had nominal current drain and no evidence of battery problems. Without the history of the programmed settings throughout service life, there is no way to determine why longevity did not match the predicted model. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was explanted and replaced due to normal battery depletion. The cardiac resynchronization therapy pacemaker (crt-p) was returned, analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.